Manufacturer narrative:
The reagent lot number is 71367401 with an expiration date of 31-jan-2025. The field service engineer (fse) inspected the module and checked the horizontal probe adjustment, gear pump head pressure and sample probe outside rinse. The fse did not find any issues. The fse found that the cuvette rinse nozzles did not return to their lower positions; he then cleaned the nozzles and guiding holes. He found that the cell blank nozzle had a rinse vacuum tube stuck underneath and was overflowing; he then realigned the rinse tubes and verified rinsing volumes were within specifications. He also found that the sample probe had some residue in the drying hole; he cleaned the sample and reagent probe wash stations with ion-selective electrode (ise) cleaning solution and cleaning water. Qc was performed with successful results. The fse found some residue in the sample probe. Product labeling states "daily maintenance of the c 502 module - cleaning the pipetter probes of the c 502 module to ensure optimal condition of all probes and measurement accuracy of the module, you must clean the outside of the reagent probe and sample probe." The investigation determined that the event was caused by insufficient service and operator maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable benz benzodiazepines plus (benz) result from one urine patient sample tested on the cobas 8000 cobas c 502 module. The initial result was not reported outside of the laboratory. A confirmatory test was performed using liquid chromatography ¿ mass spectrometry (lc-ms). The initial result from the module was 128 ng/ml or 128 ug/l with an interpretation of positive. The confirmatory test result was negative. The confirmatory test result was reported.